Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact on the customer's blood glucose level. Customer declined to return pump for investigation. No additional information was provided.